Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors could effect valve positioning, such as patient anatomy or physician experience, and the cause of the suboptimal placement could not be determined. It was reported that the valve was recaptured to reposition the valve. This was a feature of the enveor device that allowed for additional attempts at accurately positioning the valve. It was reported that, during the recapture attempt, the delivery system capsule began to kink and then separated at the start of second deployment attempt. Without review of procedural imaging or return of device for analysis, the reported capsule separation could not be confirmed and an assignable root cause could not be determined. Capsule separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was typically experienced when the valve was loaded incorrectly. It could not be determined if the valve was correctly loaded onto the dcs. A second valve loaded onto a new dcs and used for implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the load was confirmed by fluoro scopy. During attempted implant, the valve was deployed too shallow, and was recaptured. The capsule of the delivery catheter system (dcs) reached to the end of the valve but not to the nose cone. The capsule began to kink. The valve was repositioned distal to the annulus but upon re-deployment, the capsule separated at the place where the kink had been noted. Following the separation, the valve was completely covered by the capsule. The valve and dcs were withdrawn from the body. A second valve was loaded to a new dcs and successfully implanted.